Manufacturer narrative:
(B)(4).

Event description:
It was reported that the site was not able to use their programmer due to an allegedly malfunctioning serial adapter cable. Follow up troubleshooting was performed. The battery in the programming wand was checked, connections were confirmed to be firmly seated, and parts of the programming system were swapped with known working components. The problem was narrowed down to the serial adapter cable, and after switching that device with a known working cable, the programming system successfully interrogated a demo generator. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.